Event description:
It is alleged that at the completion of a case the patient was noted to have a spot on their cheek that blistered. It was reported that it was "probably caused by the lightsource fiberoptic cable placed on her face." No other information is available.